Manufacturer narrative:
The explanted pump was returned for evaluation. The pump was returned with the driveline cut approximately 2 inches from the pump body and the severed portion was not returned. During the evaluation of the pump, a thrombus formation was surrounding the rotor bearing cup. The thrombus ring did not appear to have formed in laminated layers and displayed early indications of denaturation. A thrombus formation was found surrounding the rotor bearing cup .the thrombus ring did not appear to have formed in laminated layers and displayed early indications of denaturation. Contact marks were observed on the distal end of the rotor indicating that this formation was present in the outlet stator for an undetermined amount of time while the device was operating. The remaining blood contacting surfaces were free of deposition and thrombus formation. The rotor, bearings, and other blood contacting surfaces were viewed under a microscope. No anomalies were noted. Examination of the returned portion of the driveline found it to be unremarkable. Electrical continuity testing of the wires found no discontinuities or shorts. The pump was reassembled and operated on a mock circulatory loop and functioned as intended. Device thrombosis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device - 3 years, 1 month. The explanted device is expected to be returned for analysis. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the patient underwent a pump exchange on (B)(6) 2017. The information received indicated that patient experienced unspecified clinical symptoms that required inotropic support. No additional information was provided.